Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v386952, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was indicated that interstim had not worked for patient since implant. It was stated that "there were many years of call the tech, see the tech, the tech fixes or deals with, this went on for quite a while, and finally frankly thought just decided to the heck with it." The patient did know the stimulation had been turned off for quite a while. It was indicated that patient had not been feeling stimulation for easily a couple of months. It was noted that the patient kept getting poor communication on her patient programmer. She had tried moving programmer around and she was still getting poor communication. This had been going on for about a month and patient had not tried using programmer with antenna for quite some time. It was later reported on (B)(6) 2014-09-08 that patient was still having concerns regarding their device or therapy but have not sought further help. The mentioned it may be a safe device but it was sure not effective because after 41/2 years, device was dead and never worked. The patient mentioned that the health care provider said it usually lasted 7 to 10 years. A follow-up report will be sent if additional information becomes available.